Event description:
This is a report received by baxter (B)(4) from a nurse with supplemental information received from a physician in the (B)(6) of bacterial peritonitis, sepsis and death in a patient coincident with baxter peritoneal dialysis (pd) products (unspecified). On unreported dates, the patient started treatment with extraneal 7.5%, 2000 ml, twin bag , physioneal 40, 2.27%, 2000 ml, twin bag, and physioneal 40, 3.86%, 2000 ml, twin bag (doses, frequencies, and lots not reported) intraperitoneally (ip) for peritoneal dialysis (pd) therapy. It was not reported whether treatment with baxter pd products was ongoing until the time of death. On (B)(6) 2012, the nurse informed baxter customer service by phone that the patient had died. At the time of this report, it was not reported if the patient was hospitalized prior to death or if treatment was rendered. At the time of this report, the cause of death was not reported. On (B)(6) 2012, follow-up information was received from a physician. Per the physician, the indication for extraneal and physioneal was reported as "dialysis dependence." The lot numbers were requested from the physician, however, the physician declined to provide the lot numbers. The physician reported, the patient died on (B)(6) 2012 at the age of (B)(6). As reported, the cause of death was pd peritonitis with sepsis. On (B)(6) 2012 additional follow-up information was received from the physician as follows . On (B)(6) 2012, the patient experienced bacterial peritonitis. On unreported date, pd therapy was interrupted. No improvement of the patient's condition was noticed after therapy was stopped. Pd therapy was not resumed. On (B)(6) 2012, remedial therapy with vancomycin and ceftazidim was initiated. The physician reported, the patient was hospitalized from (B)(6) 2012 and died in hospital on (B)(6) 2012. Per the physician, the cause of the peritonitis, sepsis, and death was not related to a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter. No issues or deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.